Event description:
Patient underwent laparoscopy, drainage of left ovarian cyst. 10mm surgiport inserted; when physician withdxrew he noticed that a portion of the plastic sleeve of the surgiport was missing. A through search for the part was unsuccessful. See attached field and technical report.